Event description:
The customer reported that the system had a communication failure. A communication fail error message will likely result in a system lockup, no boot, or shut down situation depending on when it occurred. There was no pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.